Manufacturer narrative:
Although the device used in the reported incident has been returned to the manufacturer, the device evaluation has not yet been completed. Upon completion of the investigation, a follow-up medwatch with be submitted.

Event description:
During set-up, a "shard of cardboard" was noted within the barrel of the syringe. The syringe was not used and will be returned for evaluation. No patient injury.